Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material clogged in the auxiliary water channel and adhered to the c-cover (plastic distal end cover) - however, the foreign material was unable to be further specified. It was presumed that the suggested phenomena may have occurred due to an imperfection of proper reprocessing. The suggested phenomena can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection shows how to detect the events. Instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional issues were identified during the device evaluation: due to deformation of the scope connector cover, water tightness was lost; due to a crack on the scope body, water tightness was lost; the air and water cylinders had discoloration; the suction cylinder had discoloration; due to wear of the angle wire, the play of the up/down knob was out of the standard value; the light guide lens had corrosion; and the adhesive on the distal sheath had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the colonovideoscope was found to have foreign material on the jet channel and the plastic distal end cover. The foreign material that remained in the jet channel and end cover may cause insufficient reprocessing. The customer did not report any problems associated with the device, and there was no patient or user injury, or harm reported to olympus.